Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the drill bit broke during use.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was not confirmed. As returned, the flex shaft is deformed. The cutting edges of the drill bit are damaged and dull, indicating successful use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. No fracture was observed; therefore the complaint cannot be confirmed; however the likely root cause for the deformation and damage is wear and tear during the field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.